Event description:
It was reported that the patient underwent a full replacement on (B)(6) 2015. Prior to the case the impedance was tested and showed dcdc = 3. Since the past impedance was stated to be dcdc=7 but it was unclear if this was systems, it was discussed that the patient could have an intermittent lead break. The explanted devices will not be returned for analysis based on the protocols of the explanting facility.

Manufacturer narrative:
Adverse event or product problem; corrected data: the previously submitted MDR inadvertently did not provide that there was an adverse event. Outcomes attributed to adverse event; corrected data: the previously submitted MDR inadvertently did not provide the outcome attributed to the adverse event. Date of event; corrected data: the previously submitted MDR inadvertently did not provide the event date. Event description; corrected data: the previously submitted MDR inadvertently did not provide the information from the clinic notes. Relevant test/ laboratory data; corrected data: the previously submitted MDR inadvertently did not provide the system diagnostics results.

Event description:
Clinic notes were received which indicated that the patient recently experienced a prolonged seizure where his magnet was used 3 times without success to stop the seizure. His lamotrigine dosage was then increased. The patient's device was disabled. Lead revision was being scheduled.

Event description:
It was reported that the vns patient's device showed high impedance. No known surgical interventions have occurred to date. The patient underwent prophylactic generator replacement surgery on (B)(6) 2014. The implant card showed that the replacement generator was tested with the existing lead and diagnostic results showed lead impedance within normal limits (dcdc - 2).

Event description:
Information was received that the patient is being scheduled for a full revision of the generator and lead.